Manufacturer narrative:
The device is currently undergoing analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this lead displayed pacing impedances of greater than 2500 ohms. Fluoroscopy was performed where it was noted that the lead had fractured. The patient underwent a revision procedure where the lead was explanted and replaced. The lead was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 510 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.